Event description:
It was reported that a physicist measurements of the system 9800's output exceeded allowable limits. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Measurements made by the ge representative were within acceptable limits. The system was tested and found to be working as intended and placed back into service.